Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under the lifevest. The patient had weeping blisters under the ECG electrodes. The patient also reportedly had blisters on his stomach and on his back. The medical outcome of the blisters is unknown.